Event description:
The distributor reported that when closing the handle with the locking lever, the lever stops before the latch was engaged. Therefore, it was necessary to push the lever again to ensure that the latch engaged. The distributor stated that there is a risk that a customer might use with the safety latch not being engaged. The product problem was found at the distributor's incoming inspection. There was no pt contact or pt injury.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.